Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter and test strips. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
The customer is calling with the concern that the meter is giving high results when the blood test is performed. Customer states that feels well and requires no medical attention. The customer's expected blood result is 100mg/dl-140mg/dl fasting. Verified the strips expire 5/14/2018. Customer confirms the strips have been properly stored and were first opened (B)(6) 2016. Customer performed a back to back blood test and obtained 205mg/dl and 199mg/dl fasting. Reviewed meter memory: (B)(6). The customer is not having any symptoms regarding diabetes at this time. The customer is feeling well at this time. The customer started to see the result getting high about 1 week ago. She takes her blood test fasting and that is why she is concerned that the results are higher than normal. The customer is also concerned with the back to back blood test since it was done fasting and it still is high.

Manufacturer narrative:
(B)(4). Product does not returned for evaluation yet. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
The customer is calling with the concern that the meter is giving high results when the blood test is performed. Customer states that feels well and requires no medical attention. The customer's expected blood result is 100mg/dl-140mg/dl fasting. Verified the strips expire 5/14/2018. Customer confirms the strips have been properly stored and were first opened 3/7/2016. Customer performed a back to back blood test and obtained 205mg/dl and 199mg/dl fasting. Reviewed meter memory: (B)(6). The customer is not having any symptoms regarding diabetes at this time. The customer is feeling well at this time. The customer started to see the result getting high about 1 week ago. She takes her blood test fasting and that is why she is concerned that the results are higher than normal. The customer is also concerned with the back to back blood test since it was done fasting and it still is high.